Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing high and low blood glucose levels. Customer also reported that the sensor was not communicating. Customer reported of having low blood glucose readings of 53 mg/dl and treated with food. Customer reported that on the day of call of having high blood glucose of 420 mg/dl and treated with manual injection. Customer was assisted with turning on the auto mode feature. Customer declined troubleshooting for high and low blood glucose. Customer just wanted sensors replaced. The insulin pump would not be returning for failure analysis.